Event description:
Hi. This seems to be a decent product but I have concerns. My largest concern is the fact that this explicitly states, on the box only, that this is not a medical device. After an hour of use, my toes were hurt, some toenails feel like high pressure pain and continue to hurt 12 hours later, and my foot went totally numb. It was not even tight. I sent it back.